Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the displacement test could not be performed. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the motor anomaly.